Event description:
A peritoneal dialysis patient's son reported that the patient's cycler was not draining as much as it should be and that the patient was seen in the emergency room for retaining fluid. A follow up call was made to the patient's peritoneal dialysis nurse and medical records were provided. Per medical records received from the patient's clinic; the patient was in the hospital for congestive failure and a nstemi (non-st segment elevated myocardial infarction) related to fluid overload. The peritoneal dialysis patient's physician stated that the patient was not receiving adequate therapy on 2.5% delflex. The patient was switched to 4.25% delflex.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.